Manufacturer narrative:
Hamilton medical ag reference: (B)(4); investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that at approximately 02:45 (nighttime), a patient receiving non-invasive ventilation (niv) with a hamilton-c3 ventilator removed the hamilton-c3 mask. No alarm was observed. The device continued ventilation despite the mask being removed. According to the user report, the patient briefly vocalized before the reported onset of hypoxia and was reportedly found by the nursing staff before death. The patient was without ventilatory support for an unknown period of time. The nursing staff intervened and reapplied the mask. There is no confirmed information regarding hypoxia or the occurrence of death. The investigation to verify the allegation is still in progress.